Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported double vision for the past two weeks and the patient was admitted to the hospital. It is unknown if there were any factors that may have led or contributed to the issue. The hospital requested the manufacturer representative's (rep's) presence for a head MRI scan and to run system impedance check. All impedances were normal and the dbs was turned off for the head scan, then turned back on after the scan was complete. It is unknown what steps were taken to resolve the issue. The issue was not resolved.